Event description:
The customer reported the system displayed a filament regulator error code message. No reports of pt and/or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack and generator interface board were replaced. The system was then found to be operating as intended.